Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.1 failed and noted that the row board cable was damaged caused by fluid ingress. The customer tried to restart and recover, but the issue was not resolved. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed. A field service engineer was reported by the customer that the half height cubie drawer 2.1 had failed. Diagnostic testing showed the drawer flickering between open and closed states while locked, and the position sensor fluctuating readings. The device was shut down, and both sensors were replaced, however, the issue persisted. The drawer board and controller board were then replaced, but the problem remained unresolved. Further investigation revealed that row board cable had been damaged by liquid exposure, which was identified as the cause of the drawer failure. The row board was replaced, the device was rebooted, and all parts were configured to the correct locations, resolving the issue. The system functioned as intended after the field service engineer repaired the device.